Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: during the investigation, the battery compartment was found to be cracked with visible moisture present. A leak test was performed failed due to a battery compartment leak. The pump was opened, and no further moisture was found.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment was alleged to be cracked/damaged with moisture present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.